Event description:
It was observed that during the device evaluation, the colonovideoscope had residual fluid or foreign material inside the suction cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material was found to be a single-use cleaning brush, however a definitive root cause could not be determined. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does know what the foreign material is. There was no delay to pre-cleaning. The suction cylinder was aspirated with water through the instrument/suction channel. The customer stated there were no abnormalities in the accessories used for reprocessing. The instrument channels was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.